Manufacturer narrative:
Device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found a replace cartridge alarm on the event date and delivery resumed about 15 minutes later. Review of basal history found that there was a 0.00 basal program for about 45 minutes two days before the event date. A manual time change occurred on the complaint date when time was advanced for approximately 12 hours. Total daily delivery added up correctly, it reflected the user¿s programmed basal and bolus deliveries. Pump history did not show any abnormal activities. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were delivered and recorded correctly.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient¿s blood glucose (bg) reading was over 600 mg/dl with symptoms of increased thirst and rapid/deep breathing. It was reported that the patient was treated at the emergency room with unspecified treatments. The patient allegedly remained on pump therapy without recent adjustment to the basal settings. The reporter alleged that there was an inaccurate delivery issue with the pump. Review of bolus deliveries showed that they are correct and as programed. Review of basal deliveries showed that they matched what was programmed. However, the basal delivery total in the total daily delivery does not match due to the basal edit screen being accessed. Troubleshooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.